Event description:
It was reported that during a surgical procedure, the pump would not hold pressure when additional time was added to the settings. The procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
The tourniquet pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.